Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed no delivery during a bolus delivery once and then during basal delivery. Customer was advised to perform 5.0 unit fixed prime; customer stated the insulin did not exit. Manual prime performed and insulin did exit the tubing with the plunger push. Customer was explained that the alarm was caused by an infusion set or reservoir occlusion. Blood glucose value is unknown. Nothing further reported.